Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display after battery installation due to broken battery tube threads (with missing a piece) not allowing the battery cap to be secured properly on the pump case. Physically held the battery cap into place and the pump powered up successfully verifying the cracked battery compartment and broken battery tube threads caused the blank display. Retrieved the pump software version and verified the internal serial number. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, cracked select button keypad overlay, stained serial number label, battery compartment cracked at the corner of the belt clip rails, and broken battery tube threads. Blank display is confirmed due to broken battery tube threads (with missing a piece) and cracked battery compartment not allowing the battery cap to be secured properly on the pump case. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack in the case of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.